Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient. Unique device identifier (UDI): (B)(4). The suspected products were requested to be returned for investigation, however, the strips were no longer available to return. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods".

Event description:
We received a report of questionable results obtained on a coaguchek inrange meter serial number (B)(4), compared to laboratory results utilizing the chronometric stago method. The meter result was 4.0 inr the laboratory result was 2.29 inr. On (B)(6) 2021, the meter result was 3.5 inr. On (B)(6) 2021, the laboratory result was 2.61 inr. On (B)(6) 2021, the meter result was 4.2 inr. On (B)(6) 2021, the laboratory result was 3.22 inr. The time interval between all comparable measurements was less than 3 hours. The patient's therapeutic range was 2.0-3.0 inr.